Event description:
A patient in (B)(4) undergoing a dialysis treatment that involved a polyflux 170h and bicart, vomited fresh blood approximately three hours into treatment. Treatment continued but stopped 20 minutes early. The patient complained of abdominal pain and was hospitalized. A gastroscopy revealed first degree esophageal varices without active bleeding. Lab work revealed the patient had hemolysis. The patient passed away the following day. Reportedly, the patient had presented to the dialysis unit with hypertonia prior to treatment start. He had allegedly consumed 1.5 l of red wine and dried meat the previous day.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 29.256 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. No further complaint was reported for this lot number.